Event description:
Additional information was received that this lead was surgically abandoned due to a lipoma underneath the device. A new device and leads were implanted on the patient's right side. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that a pocket revision was performed due to possible lymphoma. During the revision procedure, the pocket was cultured to make sure it was not an infected. No other adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.